Event description:
During evaluation of a returned homechoice machine, four increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle one, the patient's ultrafiltration reading was 2557ml. This indicates that the home patient (hp) drained 2557ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was a use error, as there was an inappropriate bypass of the drain, not including initial drain.